Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by a metal part of the usb cable stuck inside the usb port of the pump. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.